Event description:
Procedure type: nissen. According to the rptr: the needle flipped while inside the cavity and would not go directly into the other side of the jaws. The surgeon had to cut the suture with the needle from the device while inside the cavity. When the suture was removed from the cavity through the port, it was noticed that no needle was attached. The needle was found inside the port's seal. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 mins. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).